Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. The reason for call was pt's wife (caller) stated the pt had been experiencing hip pain so caller went to recharge the ins, but the controller said stimulation was off and ins was 80%. Caller asked if that could have been part of the problem with pt's hip pain. Patient services (pss) asked if the stimulation was supposed to help with the hip pain, but caller just said no the ins was attached to pt's spinal fusion in their back and said they don't know. Pss asked event date and pt said the hip pain started probably about 5-6 days ago and had gotten worse. Pt mentioned the "nerve blocks"they put at the base of pt's spine were doing great, but they had the different pain over on their hip that was now starting to go down their legs and the pain was burning. Caller unlocked controller during the call and reported stimulation was on and pt was on group a. Caller confirmed the hip pain did not change/get better after turning on the ins. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Caller asked why ins turned off, pss reviewed information and again redirected to hcp.